Event description:
It was reported the patient was having problems with their adaptive stimulation changing positions automatically without the patient physically changing positions or making adjustments with their programmer. Patient was having this issue with both group a and b. Patient¿s group c does not have adaptive stimulation and does not have this issue. It was noted the patient¿s stimulation feels like ¿it goes off¿ and they will check the programmer again. Patient will be in the mobile setting but when the programmer is checked the stimulation is lower and notes they are in the left or right lying position. The patient had never changed from the mobile position. Patient had been reprogrammed but they were still having the same issues. It was also noted the patient was unable to use group c because ¿it didn¿t work.¿ patient clarified noting it was too difficult for the patient to manually change the stimulation for each position they were in. It was noted the patient¿s therapy does not do this all the time. It was noted it was intermittent and the patient knows it is occurring because they can¿feel the pain right away.¿ patient noted on group b the stimulation ¿goes spastic, it doesn¿t hurt but it is annoying.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that it was worse when the patient walks. It was noted that it is not like the stim actually turning off completely, but it just gets lower. It was reported that all of a sudden the patient does not feel stimulation.

Event description:
Additional information stated, the patient¿s device was still "rotation" incorrectly. It was reported this meant the patient¿s stimulation was changing at the wrong time. The patient stated when they sat the device would tell them they were lying on their right side. It was stated this was an ongoing issue. It was noted the patient had met with their doctor two or three times since (B)(6) 2013 and their device had been reprogrammed three times.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt her "adaptive stimulation change without her changing positions." It was noted that the patient's programmer would not remain synced to the device and would not turn on the night prior to the report. It was further noted that the patient used program a during the night and program b during the day. It was noted that 6 weeks prior to the report, program a on the patient's device was "turning down and off on its own." It was further noted that the patient knew to "wait 3 minutes after syncing into a new position." Additional information reported that the patient was "feeling spastic with her stimulation." It was further noted that the patient was unable to increase or decrease her stimulation or turn her stimulation off. It was noted that the patient was "intermittently able to get something on the patient programmer screen" the day prior to the report. It was noted that she was unable to see any icons or pictures on the patient programmer screen the day of the report. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4)